Manufacturer narrative:
Correction information provided in: b3, d7.

Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) device was explanted due to a "right cylinder tear." A new cylinder was implanted. Additional information received states "tests show a leak in the left cylinder." Two weeks prior to surgery the device was not working properly. The patient was doing well following surgery. Additional information received clarified that it was the right cylinder that had the leak and not the left cylinder.

Manufacturer narrative:
Correction information provided in d7. Correction information provided in: b3, d7.

Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) device was explanted due to a "right cylinder tear." A new cylinder was implanted. Additional information received states "tests show a leak in the left cylinder." Two weeks prior to surgery the device was not working properly. The patient was doing well following surgery. Additional information received clarified that it was the right cylinder that had the leak and not the left cylinder.

Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) device was explanted due to a "right cylinder tear." A new cylinder was implanted. Additional information received states "tests show a leak in the left cylinder." Two weeks prior to surgery the device was not working properly. The patient was doing well following surgery. Additional information received clarified that it was the right cylinder that had the leak and not the left cylinder.